Event description:
The customer reported that while the unit was in use on a pt, the unit generated "rapid gass loss" and "autofill failure" alarms. The pt was switched to another unit and therapy was continued. No pt injury was reported.